Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted bodily fluid contamination in the left ventricular (lv) lead barrel. The device was then exposed to simulated heart load conditions, and the [defibrillation], pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Additional information was provided that a revision procedure was performed. During the procedure, the decision was made to surgically abandon the rate/sense portion of the patient's defibrillation lead, and implant a new rate/sense lead in the rv. The device was also electively explanted during the procedure. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
The device was later returned for analysis.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded a history of noise on the right ventricular (rv) and left ventricular (lv) channels. It was noted that the noise on the rv channel resulted in diverted episodes, inappropriate shocks and pauses in pacing. These episodes of noise were noted to be occurring at night. The patient was noted to have an underlying ventricular escape rhythm of approximately 30 beats per minute. It was also noted that the patient had been lost to follow-up for approximately two years. All other lead measurements were noted to be okay, and the noise could not be recreated. Additional information was later received that the patient was in the hospital for a possible lead revision. The remaining longevity was questioned for the device, as the physician was considering replacing the device during the lead revision. Technical services (ts) discussed it was physician discretion to replace the device. To date, there have been no reported adverse patient effects related to this clinical observation.